Event description:
During a ptca procedure, there was a partial rupture of the catheter tip. While attempting to advance this catheter to the rca, there was a partial rupture of the catheter tip. The catheter was removed without incident. No patient injuries or complications were reported.